Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent mesh removal on (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011, with concurrent procedures of dilation and curettage and mesh was implanted. It was also reported that the patient underwent sling revision with partial removal of mesh and cystoscopy on (B)(6) 2012, due to pelvic pain, dyspareunia, dysuria, menometrorrhagia, uterine polyps, stress urinary incontinence and exposure of vaginal mesh. No additional information was provided. It was reported that on (B)(6) 2012, the patient has had persistent pelvic pain following anterior colporrhaphy, transvaginal tape urethropexy and posterior repair. The patient developed exposed mesh of the sling and part of it was resected. The patient continues to have pelvic pain and underwent removal of eroded vaginal mesh along with left ovarian cyst, uterus and cervix on (B)(6) 2012. The patient continued to experience dyspareunia, was assessed with erosion of vaginal mesh and referred to gynecology. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior colporrhaphy, hysteroscopy with dilation and curettage, colpoperineorrhaphy, and cystoscopy. The patient underwent sling revision and partial removal of mesh on (B)(6) 2012 due to pelvic pain, dyspareunia, dysuria, and exposure of vaginal mesh.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6) due to vaginal mesh erosion and contracture.

Event description:
It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6) due to vaginal mesh erosion and contracture.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.